Manufacturer narrative:
The no reservoir alarm functioned properly and no unexpected low reservoir alarm was noted during testing. The insulin pump passed the self test and displacement test. The insulin pump had a cracked reservoir tube.

Event description:
No blood glucose levels reported. The customer reported having frequent no reservoir alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)